Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6935m implantable tachy lead (B)(6) 2012; 4473 competitor implantable pacing lead (B)(6) 2001.

Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.